Manufacturer narrative:
There is no allegation or indication of any system or component failure. Patient requested to remove the system due to underlying medical conditions and need for future testing relating to those conditions.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain and initially reported 70% pain relief with the nalu system. In (B)(6) 2024 the patient reported that the nalu system was no longer providing adequate pain relief. Additionally, the patient reportedly will require multiple medical scans due underlying medical conditions. Specifics around the patient's diagnosis is unknown, onset date was also not shared with nalu personnel. On (B)(6) 2024 the nalu system was explanted per patient request. All components were discarded by the medical facility at the time of explant.